Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the ipg had flipped in the pocket causing discomfort at the pocket site. The patient underwent surgical intervention on (B)(6) 2020 where the ipg was relocated to a higher position to address the issue.